Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a periprosthetic fracture in her femur that occured after a fall.

Manufacturer narrative:
The device was implanted approximately 8.5 yrs. The device history record and receiving inspection report were reviewed with no deviations or anomalies found. Review of the complaint history determined that no further action is required as no trends were identified. The device was not returned; a root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.